Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.

Event description:
Approx six months post-index procedure the pt complained of chest pain and went to the hosp. There was 100% stenosis was observed in the distal right coronary artery, so aspiration and plain old balloon angioplasty (poba) were conducted. The posterior descending was also treated with poba. About a year and a month later a follow-up coronary angiography was conducted and there was restenosis observed from the distal end of the distal right coronary artery to the atrial ventricular branch. There was 75-90% stenosis observed in the implanted cypher. Three days later the restenosis was treated with a 3.5 x 20mm ryujin plux balloon at 16 atms. Poba was also conducted in the posterior descending with a 3.5 x 20mm maverick balloon at 16atms. Two days later the pt was discharged from the hospital. Approx six months later a follow-up coronary angiogram was conducted and restenosis was observed in the atrial ventricular branch. There was 75-90% restenosis. However, because there were no symptoms observed, no treatment was conducted and the pt will continue to be monitored. This complaint is from clinical study. The pt had a lesion in the type c, distal atrial ventricular branch that was focal, bifurcated, highly flexed and totally occluded. The vessel was an in-stent restenosis of a competitor's bare metal stent. The diameter of the vessel was 3.62mm and the lesion length was 5.35mm. In 2004, the pt went in for an elective case. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a two balloons at 18 atms. A 3.5 x 23mm cypher was implanted at 18 atms for 16-30 seconds at the target lesion. Timi flow pre-procedure was 0 and 3 post-procedure. The physician commented that this pt easily develops cardio stenosis and that this may be the probable cause for these events. The pt's medications include the following: heparin, nitroglycerin, aspirin, ticlopidine hydrochloride, warfarin potassium, amlodipine besilate, isosorbide mononitrate, nicorandil and carvedilol.